Event description:
The patient last felt stimulation months before and last saw the normal recharging screen a couple of weeks before. The battery was overdischarged. Three one-minute physician mode recharges were attempted. Tni codes were 0 590, 1 590, 2 590, 3 380, 4 380, and 5 590. The normal recharge screen was not seen. The emergency off button was attempted and still no recharging screen. A trickle charge was tried twice and was unsuccessful. The physician was aware of the situation and the ipg was to be replaced sometime in (B) (6). Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).